Event description:
It was reported that balloon detachment occurred requiring intervention. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. The target lesion was more than 70% stenosed and was located in non-tortuous vessel. A 3.00mm x 12mm nc emerge balloon catheter was advanced for post dilatation. After removal of the device, it was observed that the balloon fractured and part of it was in the ostial right coronary. A guidewire was used to snare the broken piece of the balloon into the guide catheter, and everything was removed together. The procedure was completed using an alternate method. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: fg nc emerge mr, us 3.00mm x 12mm balloon delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen identified a 6cm portion of the inner lumen separated from the balloon and delivery system with evidence of stretching. Visual examination of the balloon identified a complete circumferential tear with a portion of the balloon detached. The detached portion was returned for analysis, and a piece of unidentified material was stuck in the balloon. Microscopic examination of the inner lumen noted that the inner lumen was detached at 19.1cm from the port exchange. The bumper tip was not returned for product analysis.

Event description:
It was reported that balloon detachment occurred requiring intervention. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. The target lesion was more than 70% stenosed and was located in non-tortuous vessel. A 3.00mm x 12mm nc emerge balloon catheter was advanced for post dilatation. After removal of the device, it was observed that the balloon fractured and part of it was in the ostial right coronary. A guidewire was used to snare the broken piece of the balloon into the guide catheter, and everything was removed together. The procedure was completed using an alternate method. No patient complications were reported. It was further reported that there were no issues noted with the packaging of the device. Additionally, the balloon was inflated, and .014 guidewire was used to snare the broken piece into a non-boston scientific guide catheter.

Event description:
It was reported that balloon detachment occurred requiring intervention. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. The target lesion was more than 70% stenosed and was located in non-tortuous vessel. A 3.00mm x 12mm nc emerge balloon catheter was advanced for post dilatation. After removal of the device, it was observed that the balloon fractured and part of it was in the ostial right coronary. A guidewire was used to snare the broken piece of the balloon into the guide catheter, and everything was removed together. The procedure was completed using an alternate method. No patient complications were reported. It was further reported that there were no issues noted with the packaging of the device. Additionally, the balloon was inflated, and .014 guidewire was used to snare the broken piece into a non-boston scientific guide catheter.